Event description:
Patient had a flowonix catheter that was not able to be aspirated at a previous dye study, or during the replacement of her pump. Patient had been experiencing an increase of pain and some nausea and dizziness the last several months. No volume discrepancies were found at refills and no dose changes had occurred. After catheter replacement, hcp was once again unable to aspirate the catheter. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Pt codes: 1994, 1970, 2194. Device code: 2170. Ref report: mw5180178.